Manufacturer narrative:
Herbal pantiliner lot code not provided in the medwatch form. Four other lots of herbal pads in market were investigated for gmps by the contract manufacturer. All gmps were confirmed to be followed and testing within specifications.

Event description:
On (B)(6) 2022 a spontaneous report was received from a consumer via the FDA (mw5111299) regarding a female consumer (age not provided) who used honey pot organic cotton cover pantiliner. Medical history and concomitant products were not provided. On (B)(6) 2022, the consumer topically applied a honey pot organic cotton cover pantiliner. Almost immediately after applying the pantiliner, she noticed a tingling and burning sensation. After 15 minutes of application, she removed the pantiliner and had a small welt on her labia. Two days later, the area had become black, cracked, and painful enough that she went to an emergency room. A doctor advised it was infected. She was treated with an unspecified antibiotic. No additional information was provided.